Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "july". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported experiencing a skin reaction while wearing the adc device and experienced "weak points in the skin under the sensor, skin wound, holes in the skin, skin softened". The customer further reported that they were in the hospital due to ¿bacterial infections and pneumonia ¿ issues that occurred after inserting the sensor. The customer was treated with several different medications however, details of the treatment was not provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Sensor 3mh00cknll4 has been returned and investigated. No physical damage was observed on the sensor patch, adhesive was not returned. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported experiencing a skin reaction while wearing the adc device and experienced "weak points in the skin under the sensor, skin wound, holes in the skin, skin softened". The customer further reported that they were in the hospital due to ¿bacterial infections and pneumonia ¿ issues that occurred after inserting the sensor. The customer was treated with several different medications however, details of the treatment was not provided. There was no report of death or permanent injury associated with this event.